Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient had a blood glucose (bg) of 510 mg/dl at 11pm 3/30/14 with nausea, irritability, and extreme thirst. Customer support (cs) review of the bolus history found that following an occlusion alarm on (B)(6) 2014, the complete bolus amount was not delivered; the delivered amount was less than needed. Bg was down to 243 mg/dl at time of call. This complaint is being reported because the patient experienced hyperglycemia subsequent to an occlusion in the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 - the device was returned to animas and evaluated by product analysis on 08/27/2015 with the following results. The black box starts on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. No occlusion alarms observed in available black box or alarm history. An ezprime sequence and 24hr duration test completed with no occlusions occurring. Pump is detecting correct force at 5lbs. The tdd¿s add up correctly. Pump passed delivery accuracy test and found to be delivering within required specifications. An occlusion was reproduced for testing purposes; pump gives appropriate audible and visual "occlusion detected" alarm on home screen. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.